Event description:
Customer reports that tip of needle broke off during laparoscopic ovarian cystectomy. Following removal of the needle/suture from the pt field, the scrub nurse observed that a "tiny" part of the needle tip was missing. The surgeon searched for the missing tip and post operatively conducted an x-ray. The tip was not found. It is reported that there are no adverse consequence to the pt. The surgeon and nurse are not concerned about this jeopardizing the pt.